Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when measuring the delivery of the pump, the pump delivered a lower amount than expected. The pump basal rate had been set to 0.1 units per hour; however, the pump delivered a lower amount of 0.094 units per hour while being measured for 72 hours. The pump was being used for testing purposes and was not being used on a customer at the time of the event. In addition, a solution other than insulin was being used in the pump.

Manufacturer narrative:
Per the tandem t:slim x2 g5 user guide: "do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose."